Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that red locking mechanism on the attune mod post saw capture was broken off and was no longer functional and needs to be replaced. All pieces were retrieved. No delay or adverse event was experienced. No additional information was available. Please send a replacement item to (B)(6) hospital.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> "the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.